Event description:
Pet owner reported -I get your bd syringes (1/2 ml) monthly for my 2 cats. Have been for the past year now, but the last few months I have syringes that just don't work. There is no suction when trying to get the insulin out of pen. Is there an issue with these. They are not cheap and I am getting rid of at least 2 in each bag. Please any info would be great. If they have to write for different needles I need to let them know. Item # 328468.

Manufacturer narrative:
Additional information provided to sections . Corrections made to sections e1 (reporter name and address), g2 (report source), g3 (date received by manufacturer), and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.